Event description:
During the 2012 (B)(4) conference, in a presentation titled ''longitudinal deformation of contemporary coronary stents: an integrated analysis of clinical experience and observations from the bench,'' it was reported that a 3.0x20mm promus element stent, deployed in the mid left anterior descending artery at 12atm, was deformed after ''re-crossing with balloon.'' The deformation was treated with post-dilation. Six month follow-up reports ''no events.''

Manufacturer narrative:
Device is combination product. Source: 2012 (B)(4) conference. ''Longitudinal deformation of contemporary coronary stents: an integrated analysis of clinical experience and observations from the bench,'' gert richart, m.d. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).